Event description:
It was reported that the device activated automatically. Subsequently, the handle melted and there was a presence of smoke. Photo provided showed that the cord near the handle melted and blacken. There were no burnt incident of this issue. There was no patient involved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device activated automatically even without pressing the activation button. The activation button was not pressed inadvertently or unintentionally. Subsequently, the handle melted and there was a presence of smoke. Photo provided showed that the cord near the handle melted and blacken. A new or different handpiece was used with the same generator and it function correctly. There were no burnt incident of this issue. There was no patient involved.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.